Event description:
It was reported that during a pump refill 3 ml was aspirated compared to an expected 2 ml. In addition, it was not possible to fill more than 10 ml in the reservoir. The pump was aspirated again until the bubbles were visible. Then the pump was refilled again slowly, but it was only possible to refill the pump with 10ml again. Patient outcome was noted as "no effects until now"; it was unknown what actions/interventions were done. Drug delivered via the pump was lioresal 2000mcg/ml.

Manufacturer narrative:
Product ID neu_unknown_cath lot# unknown, serial#, implanted: explanted: product type catheter. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient's pump was explanted.

Event description:
It was reported that the patient was scuba diving up to 40m last (B)(6). It was noted "there is a relationship because the physician was able to fill the pump up to 13 ml and not more (B)(6)".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found exterior concave shield that affected in-vivo functionality due to violation of labeling. The pump was returned with a partial catheter and a concave back shield. This pump had allegations of not being able to fill with a full complement of drug. This was due to the concave shield, preventing the bellows to be expanded fully. The pump became concave due to the patient scuba diving and is likely the cause of the reservoir fill issue noted in the event information. Another allegation was that 3ml. Was aspirated from pump when expecting 2 ml. Normal flow testing done on this pump passed, and an extended test was decided not to be performed due to the damage to the back shield. When the pump was received an alarm test was done, which failed. The alarm was measured at 65 db. Min. Spec. Is 70 db. The resonator was found to be cracked, most likely from the stress of the scuba diving. The alarm was further tested doing the alarm wave form test. The results are as follows-- peak to peak voltage of the wave form is 6.8v. The battery voltage during the test was 2.88vdc. The battery voltage needs to be at least twice that of peak to peak signal, which it was. It was also found that only 13ml. Of sterile water could be put into the pump due to the concave shield. No motor stall or recoveries were found in the pump logs so no pump tube leak test needed to be performed on this pump. Analysis of the catheter found no significant anomaly. Sc connector coring tears/cuts in seal with no leak seen in lab and no leak allegation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.